Event description:
Add'l info rec'd from MFR 12/12/2002: monitor model number: passport xg vital signs monitor, catalog number: 0998-00-0095b44, wall mount part number: 0040-00-0121-03. The customer reported that the monitor fell from the mount, striking a nurse on the hand. No injury was reported. The customer advised datascope service that they believe the bracket attached to the back of the monitor (0386-00-0156) was not properly secured into the holding bracket which is part of the wall mount assembly (0997-00-0296), after the monitor had been removed from the mount for transport purposes. Since there was no info provided which suggested that the bracket or the monitor had malfunctioned, no further analysis was performed on the mounting assembly that was involved in the event. The monitor fell as a result of being improperly secured. For this reason, MFR does not believe that the events described in the medical device report are attributable to the device. As the customer noted in the medwatch report, an alternate method of securing the monitor in place using the swivel head and spring lock is available, should the customer elect to use it. The date your firm received info about the event described in the medical device report. September 6, 2002. The mounting assembly was not returned to datascope4. Mr. Jim crandall, albemarle's director, clinical engineering, advised that he has modified all plates and brackets at the site to prevent them from being lifted straight up for transport.

Event description:
Pt vital sign monitor (vsm) fell from mounting bracket striking nurse on hand. Nurse was not injured. They caught vsm before it hit the floor. Vsm mounting bracket allows for the monitor to be removed two ways, one way is not secured, allowing the vsm to be lifted up off the bracket for pt transfer. The other way is secure and locks into place. Monitor fell from the unsecured position. Recommend MFR modify bracket to include means of securing vsm both ways.